Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15214. It was reported the pt experienced shocks in her ribs with stimulation both on and off. The pt indicates she has not used or charged her ipg in over a yr.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.